Event description:
Report received of a patient that received more medication than intended. The customer contact indicated the event was possibly the result of an operator error. In 01/2005 at 1700, the pump was programmed to deliver 100 ml of morphine at a rate of 2ml/hr with a vtbi (volume to be infused) of 80ml. At 2200, the total volume infused was reported to be 10ml.the next day at 0230, the pump alarmed vtbi complete and the bag was noted to be empty. The pump was removed from clinical service. The physician was notified. Reportedly, the patient's vital signs were stable and the patient was "easily aroused". There were no reported adverse patient effects. No medical interventions were required.